Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, inratio: 1.4, lab: 2.8; (B)(6) 2011, 1.4, 2.5; (B)(6) 2011, >7.5, retest: 7.5, 2.4. Meter and lab testing was done within 5 minutes of each other.

Manufacturer narrative:
Investigation pending.